Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed button error and unexpected restart error alarm. The patient's blood glucose at the time of incident was 150 mg/dl. The customer was cleaning her shower and kept the insulin pump in her bra; her bra got wet and the moisture may have damaged the insulin pump. The unexpected restart error alarm could not be cleared due to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no constant tone or unexpected restart alarm was noted during testing. The pump was received intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.